Event description:
Did not do anything to stop knee pain/had relief for only one day (subtherapeutic response) [therapeutic response decreased] pulled 40 cc of synovial fluid (knee effusion) [joint effusion] knee is so painful [arthralgia]. Case description: a spontaneous report was received on 27-oct-2009 from a female patient of unknown age with a history of arthritis, (B)(6), who reported that synvisc did not do anything to stop her knee pain/she had relief for only one day; had knee effusion (40cc of synovial fluid was pulled from her knee; and her knee was very painful after starting synvisc. The patient received an unknown number of injections of synvisc, also it is unknown as to which knee was treated. On (B)(6)-2009, the patient received an injection in one of her knees (right or left not specified). The patient reported that she does not feel that the synvisc injection did anything to stop her knee pain and that she had relief only for a day. A week prior to this report, the physician removed 40cc of fluid, but the patient reported that there is more fluid build up in the knee. The patient reported of having a lot of pain in the treated knee and received a cortisone injection for the pain, but the patient had no relief. The patient also mentioned that she has signed up for a clinical trial for joint arthritis. At the time of this report, the outcome of the patient was unknown. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary - the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.